Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that clinical and/or procedural factors have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
This item was being used in a jetstream procedure; in-stent restenosis (multiple stents) which ran the entire length of the right sfa. Initially the lesion was crossed with a zipwire via an .053" rubicon catheter. Once crossed the zipwire was exchanged for this .014" thruway wire. Once the rubicon was removed, the a jetstream xc 2.4/3.4 was introduced over this thruway wire. The following atherectomy procedure went smoothly; until about 4/5 of the way through the in-stent lesion then tip of the jetstream failed to advance any further; all other functions remained normal. About 3 subsequent attempts were made to further advance the jetstream but all attempts failed. The atherectomy device was removed easily over the wire. The previously used rubicon was utilized to pass where the jetstream would not; but it too would no longer advance and became lodged on the wire. It was at this point both had to be removed together in their entirety. To note the patient, upon being asked, did not experience any discomfort or anything out of the normal during this entire process. The procedure was completed using a zipwire with a rubicon to regain position & a pta balloon was utilized to open the short remaining segment.

Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one each 300-014 gw, short taper; returned lodged within the rubicon catheter, coiled, loose, accompanied by the opened, labelled pouch and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen wire is lodged within the rubicon catheter due to dried blood-like material obstructing the catheter lumen with the distal 11.50cm extending distally from the catheter. A mass of foreign material from an unknown source, identified as ptfe by ftir, is lodged on the specimen wire 2.55 to 3.80cm from the distal tip. Additional information received by the distributor indicates the ptfe is likely from a covered stent that was in the sfa. The specimen presented extensive bend/kink damage scattered over the length of the device. The complaint narrative did not make mention of the foreign material near the distal end of the specimen wire. The compressed appearance of the mass of foreign material and the distorted appearance of distal tip of the rubicon catheter suggest the mass was present on the specimen wire when the attempt was made to advance the rubicon over the distal region of the specimen thruway wire. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As noted in the precautions portion of the thruway device instructions for use, "do not torque, advance or withdraw the guidewire if significant resistance is felt. Torqueing, advancing or withdrawing a guidewire against significant resistance may cause vessel damage, guidewire damage and/or guidewire tip separation." As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or procedural factors have contributed to the event as reported. The patient information was not available at the time of this report. If there is any further relevant information received, a follow up medwatch report will be submitted.